Event description:
It was reported by the healthcare professional that the patient was initially admitted to (B)(6) hospital and then was transferred to (B)(6) hospital with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels were not provided. The patient was not wearing a pod at the time of the reported event. The screen of the controller was physically damaged and no longer functioning. The patient required medical assistance after being separated from their parents and consequently did not have access to insulin, resulting in a lapse in insulin therapy prior to hospitalization. The patient was treated with both long-acting and rapid-acting insulin. The patient was still admitted at the time of this report.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.